Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Transesophageal echocardiography (tee) 45-days after the procedure revealed no signs of device-related thrombosis. Six months later, the patient had another tee procedure which showed a giant cone-shaped device related thrombus. The oral anticoagulant was restarted, and follow-up imaging was planned. Follow-up tee showed a reduction of the thrombus over time, finally resulting in only a thin organized thrombus on the top of the device at 15 months.

Manufacturer narrative:
Journal article: obayashi, yuki et al. Cardiac magnetic resonance for following-up device-related thrombosis after percutaneous left atrial appendage occlusion. European society of cardiology. Https://doi.org/10.1093/ehjci/jeac247.